Event description:
For disposable injection pen needles, the outer cover and inner shield of insulin needles cannot be fixed and tend to slip when rotated. The micro-fine disposable injection pen needles can only be replaced repeatedly. My understanding is that the outer cover and inner shield is not very tight, when the consumer tried to install or remove the pen needles, the outer cover is slippery to rotate. So the consumer need to replace pen needle frequently.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: DHR was reviewed and there were not any qns or other events that could be related to this complaint. Customer returned 3pcs opened and 14pcs samples for analysis, they are 31gx5mm pen needles form lot# 2243096, 3pcs opened and 7pcs unopened samples have been tested thread function, inner shield pull force and outer cover pull force. All results meet the product specification. Based on investigation above, the certain cause cannot be concluded at the moment. Corrective/preventative action (CAPA) is not required for unconfirmed complaints.